Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that prior to an unk procedure, the clip was ejected several times. Another device was used to complete the case. There was no adverse consequence to the pt.